Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was established post-op.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31873. Patient complained therapy had been lost. X-rays were taken and indicated the leads implanted at the l3 and l5 vertebral levels are fractured and had migrated. Patient denied any falls or trauma, but that she was quite active. Surgical intervention is slated to take place at a later date to replace the leads.